Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, the device could not deploy bands off of the ligator. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the ligator head teeth were damaged/bent and some bands were moved from their position. The suture thread was not attached to the distal trip wire loop. Additionally, the handle presented marks of secured trip wire. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due to the manipulation of the device, technique used during the procedure, or anatomical factors. Once some knots were dislocated, the suture thread would have encountered difficulties releasing the bands. It is possible that these difficulties encountered caused the inability of the device to deploy bands which provided extra tension, consequently, bending the teeth. Based on the analysis of the returned device and all available information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on march 7, 2022. During the procedure, the device could not deploy bands off of the ligator. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.